Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 22 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer was treated with food, glucose tablets and glucagon at hospital. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer also reported they had motor error and the buttons were hard to press. It was reported they had no delivery alarms. The customer declined troubleshooting. The insulin pump will not be returned for analysis.